Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 49mg/dl, 116mg/dl, 111mg/dl. Tests were done less than 10 minutes apart with a difference of 40mg/dl. Patient did not experience any adverse events. No further information has been reported.